Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow keypad button was intermittently unresponsive and required increased force to the lower part of the button to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/11/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/24/2014 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the up arrow keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. The keypad cover was removed and contamination was found under the up arrow, down arrow and contrast key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.